Manufacturer narrative:
After receiving the requested item we will investigate the alleged overheating and identify the potential cause. According to the instruction for use, warnings are included to check, prior to use of the device, for overheating and irregular performance and to follow prescribed maintenance. "Stop working with the handpiece by higher and irregular running noise, significant vibrations, overheating, insufficient grip and optical damaging. Please contact in these cases an authorized by the MFR repair center or your dental depot." "Use "mk-dent premium service oil" for care and lubrication."

Event description:
It was reported, that during the use of the dental handpiece the pt experienced a second degree burn / blister on lower left side of lip inside the mouth. The pt experienced a second degree burn/blister on lower inside lip. One assumption is that the handpiece overheated due to hitherto unk reasons.